Event description:
It was reported that during the procedure the weld on the impactor broke during the case and couldn't lock the positioner piece in place. No injuries or delays reported. S+n backup device available.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The visual assessment confirmed the weld is broken at the collet of the r3 straight shell impactor. The device shows significant signs of wear/usage. The device was manufactured in 2014. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.